Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the device was deployed and did have get good numbers upon interrogation. The leadless ipg was attempted to be retrieved, however there was difficulty deflecting the catheter to retrieve the device. After several attempts the leadless ipg was pulled close to the capsule and was withdrawn with the delivery system intact. A new leadless ipg was used and was implanted without difficulty. No patient complications have been reported as a result of this event.